Event description:
On (B)(6) 201,2 the lay user/patient contacted lifescan from united states alleging that their onetouch verio iq meter was reading inaccurately control high. The patient claimed that they obtained control solution results of "140 and 143 mg/dl" with the subject meter and the results are out of range. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was reading inaccurately control high. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
Follow up #1 (11/20/2012) device evaluation: the test strips and meter involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: the test strips failed testing, on performance testing with control solution the results were found to fall above the labeled range, and an error 4 was observed, but no assignable cause was found. The meter also failed testing, but the complaint was no reproducible. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.